Event description:
It was reported that during a prostrate procedure, the fiber tip detached. No further info is currently available regarding a possible retrieval. The second fiber completed the case. No injury to pt.